Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf191 and sf218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system faults 191 and 218. Performance testing showed that sf191, indicating the device lost communication with the flow sensor, occurred during device start up. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the system fault 191 was due to a faulty outlet flow sensor and the system fault 218 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf191 and sf218). There was no patient injury reported as a result of this incident.